Manufacturer narrative:
The customer reported that the system had an illuminator issue. There was no patient impact. The company service representative examined the system and was able to replicate the reported event. The system message (sm) - ¿ilm_ballast_over_temp_err ¿ lamp is turned off because thermo cut-off.¿ was found in the event log. The illuminator module was replaced. Unrelated to the reported event, the female and male pneumatic connectors were replaced. The system was then tested and met all product specifications. The system was manufactured on september 27, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported that a system had a light source problem before surgery. There was no patient involved.